Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year and a half prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6)/(B)(6). Batch: 5134087/5134784.